Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to progressive limp, elevated cobalt ions, and a large cystic sac.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.